Manufacturer narrative:
Siemens healthcare diagnostics inc (siemens) filed the initial MDR (2432235-2016-00091) on february 19, 2016. (B)(4) 2016, additional information: a siemens field service engineer (fse) was dispatched to the customer site on (B)(4) 2016. The fse performed a periodic maintenance on the advia 2120i with dual aspirate auto-sampler instrument and did not find any issues with hemoglobin results. The instrument was returned to the customer for use. The cause of the discordant low hemoglobin result on the advia 2120i with dual aspirate auto-sampler instrument is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the discordant low hemoglobin result on one patient sample on the advia 2120i with dual aspirate autosampler instrument.

Event description:
A discordant, low hemoglobin (hgb) result was obtained on one patient sample on the advia 2120i with dual aspirate autosampler instrument. The discordant, low hgb result of 98 g/l was reported to the physician, who questioned the result. A second sample was obtained from the patient and an expected hgb result of 150 g/l was obtained and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, low hgb result.